Manufacturer narrative:
The customer replaced the data acquisition (da) to motor controller (mc) cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed," had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error, "da pcba adc reference failed," had occurred. The customer was not in front of the unit at the time of the call but will call back when they are ready for suggested repairs. This investigation is ongoing.